Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was not sterile. The following information was provided by the initial reporter: the orange cap for the insulin syringe needle fell out.

Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary customer returned a polybag of 1.0ml, 30 gauge, 8mm syringes from lot 0069077. This sample does not match the reported information. No samples matching the reported sample and issue were returned. A new complaint was opened to address the new sample information. Due to the batch being unknown, no DHR review can be completed. Since no samples or images related to the reported bent needle were received for investigation, bd was not able to replicate or confirm the customer¿s indicated failure. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe was not sterile. The following information was provided by the initial reporter: the orange cap for the insulin syringe needle fell out.